Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed and the wire was not visible on the skin or the sensor. The patient reported that he noticed a small red dot at the insertion site but no pain. No medical intervention was required. At the time of the call to dexcom technical support, the patient reported being in fine condition.